Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 2, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that the lens was cut in half with both haptics detached and missing. No further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The reason for the explant is that the patient¿s distance and intermediate vision has never been clear after the implant. The symptoms significantly interfere with the patient¿s daily activities. Pre-operative uncorrected and best corrected visual acuity is reported as 20/80. Their post-operative uncorrected and best corrected visual acuity is not available since the patient has only been seen for a same day post op and their next visit is in may. Reportedly, there were no patient injuries such as a capsule tear. No further information was provided.

Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: the customer responded white/american. Section a6, race: the customer responded caucasian. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.